Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they met with a representative (rep) today to get their implanted neurostimulator reprogrammed because they had been getting 'zapped' by the stimulation at night when they were trying to sleep, so they had to keep turning the stimulation off at night. Patient said the issue had been going on for several months. Patient stated the first nurse practitioner (np) they reported the issue to basically told them "that was too bad." More recently, they notified a different np of the issue who contacted a rep on behalf of the patient to meet with them. Patient met with the rep today to address the issue. Additional information was received from a manufacturer representative (rep). Patient advised that they have positional stimulation when sleeping and reported same at the appointment. The rep stated that this patient experiences positional stimulation or positional paresthesia. This is caused due to the complex changes in the dorsal column of the spinal cord, and the system being a fixed output system. When the patient is lying down, the cord moves closer to the lead wires. Due to the fixed output system, the patient experiences a surge in perceived sensation. This is combatted with a closed loop system, however the patient has a fixed output system. In an effort to reduce the positional stimulation the rep created a nighttime group so the patient can switch groups, still have stimulation and combat any overstimulation. The rep also followed back up with the patient on (B)(6), who reported that they are doing great. The patient also advised that they would like to have their current system replaced with a closed loop system, so that they have a more consistent dose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.